Event description:
Bed had high ground reading.

Manufacturer narrative:
Technician replaced power cord to resolve. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.